Event description:
It was reported that the customer was hospitalized for high blood glucose over 500 mg/dl. It was stated that the symptoms leading to his admission was vomiting. Troubleshooting could not be performed due to the error alarm the customer received after being admitted. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.